Manufacturer narrative:
Additional information received indicated that the patient was discharged to home following resolution of the event and received a heart transplant on (B)(6) 2015. (B)(4) was returned to heartware for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Log file analysis confirmed normal pump operation and parameters within normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities such as l cerebellar infarcts (of unknown age), and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(4) 2015. Data through: (B)(4) 2015 normal power consumption; note the change in viscosity on (B)(4) 2015. IFU: serious and life threatening adverse events, including death, stoke, device thrombus and re-operation have been associated with use of this device. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Pump remains implanted.

Event description:
It was reported by medical staff that while at home a patient experienced acute vertigo and vomiting on (B)(6), and double vision after waking up from a nap. The acute symptoms only lasted 40 minutes, and his neurological exam was stable with the only major deficit being the double vision in primary and peripheral gaze; which was evaluated by ophthalmology. A computed tomography of the head has demonstrated l cerebellar infarcts; it would be difficult to age these without a magnetic resonance imaging (MRI), which could not be obtained due to his implantable cardioverter defibrillator (ICD). A computed tomography angiography (cta) was done and showed to be without significant stenosis of vessels. The medical staff held all medications that may contribute to altered mental status. It was stated that the patient noted worsened visual acuity although he had resolution of double vision. Electroencephalogram (eeg) was negative. Computed tomography CT scan reviewed with radiology, (cta) repeated after admission with two additional remote cerebellar lacunar infarcts; neurology was consulted. Transcranial doppler (tcd) showed to be negative. Current patient status is unknown. No additional information was provided.